Event description:
The reporter contacted animas on (B)(6) 2012, alleging that the patient has passed away on (B)(6) 2012. The reporter indicated that the patient's cause of death is pending a coroner's report. The patient's death certificate lists "pending". The patient reportedly went to bed on the couch on (B)(6) 2012 and their blood glucose level was normal at 97 mg/dl. The reporter indicated that the next morning the patient was unresponsive. The patient was reportedly (B)(6) months pregnant. The reporter called 911 and administered CPR; the patient was taken to the hospital and never regained consciousness. The emt's reportedly took the patient's blood glucose level when they arrived and the reporter indicated that he believes it was 26 mg/dl. The patient was reportedly wearing the pump at the time. The reporter did not wish to review the pump at the time. This report is being made based on the allegation that the patient passed away while wearing the pump.

Manufacturer narrative:
Follow-up #1 (B)(4) 2012 - a coroner's report was received regarding the patient's death. The report indicates that the cause of death was sudden cardiac death, with other significant conditions being diabetes mellitus, possible hypoglycemia, and pregnancy ((B)(6)). Under the specific findings of the autopsy were: mild coronary atherosclerosis; an intrauterine pregnancy that was unremarkable; finding of focal nodular hyperplasia of the liver.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.